Event description:
On 9/5/1996 a mayfield skull clamp was received with the comment, 80 psi torque screw slipped to 60 psi causing major laceration to pt's skull, requring stitches. The clamp slipped on the single pin side causing a 4" scalp laceration which required 8 stitches to close. This laceration was behind the hairline. Other than stitches there was no post operative complication.